Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented in-clinic for interrogation of the implantable cardioverter defibrillator. During the visit the physician attempted to test the vibratory patient notifier, but the device failed to vibrate. The failure was attributed to an inductive telemetry break, and it was recommended that the physician use radio frequency telemetry for future test. No patient interventions or symptoms were reported. Further information was requested but not received.